Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
During routine medical device reprocessing, medical device reprocessing staff noticed that the shaft of the complained item became loose at the connection point to the rest of the instrument. Also, staff identified that star-drive tip of the item became deformed and would no longer function to fit into a t8 screw head recess. A third discovery was made by staff that the tip of item had become stripped and would no longer properly engage the screw head recess of a star-drive screw. These 3 instruments were deemed to be no longer functional and were subsequently discarded. No additional information is available. This report is for one (1) sd/hd scrdriver t25 3.5 hex/self-retain this is report 2 of 2 for complaint(B)(4).